Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use for a percutaneous coronary intervention (pci) procedure. During the procedure, an unknown puncture wire was inserted. Upon insertion, the tip of the wire came in contact with the balloon inside the catheter and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.